Event description:
It was reported the "usb port was not holding the tandem cable." Reportedly, customer tried a new cord and it stayed in the usb port to charge and continue insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level was "high" on the continuous glucose monitor. Bg level was addressed via a correction bolus using the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.